Event description:
G2 recovery filter leg became stuck at end of delivery device and would not deploy. Dr. Explained it could have been slightly twisted during deployment. He used the recovery cone to retrieve the filter and this was successful. Dr. Then deployed a second g2 recovery filter with no complications.

Manufacturer narrative:
This report is being submitted as this prouct is the same or similar to a device sold in the us, catalog number rf31of. The device history records could not be reviewed, as the lot number is unknown. The sample was not returned for evaluation. The delivery system was discarded by the hospital. X-rays of the procedure were not available for review. It is unknown if patient or procedural factors contributed to this event. Based on the limited information available, the results of the investigation are inconclusive and the root cause is unk.